Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the dermatome was skipping, that is, not cutting the skin graft all the way across. They switched to use another dermatome which worked well. A second donor site was utilized because of the malfunction. The exact depth of graft being taken was not known by the reporter, he reports that it was a thin split thickness graft. Integra has requested in writing, add'l pt info.